Event description:
The pt reported experiencing elevated blood glucose for the past 3-4 months. She stated that at lunch time her blood glucose measured 15 mmol/l (270 mg/dl) and she ate bread and bolused 6 units of insulin. Her blood glucose later elevated to 25 mmol/l (450 mg/dl). She stated that she has been bolusing up to 60 units of insulin per day and her blood glucose continues to be elevated. She switched to her backup infusion device 2 weeks ago and her blood glucose has returned to normal. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.